Manufacturer narrative:
Continuation of d10: product ID 5076-52, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiovascular implantable electronic device (cied) implant procedure following placement of the right atrial (ra) lead, the mobile programmer analyzer surgical cable ra clip was attached to the ra lead and the electrograms (egm) appeared noisy with a high and undefined impedance value and no capture. The cable rv clip was attached to the ra lead with the same result. Another ra lead was attached to the cable with the same issue observed. The cable was examined, unplugged and plugged in. Another cable was used with the same issue observed. The cable was then attached to an alternative model programmer analyzer and the issue was resolved. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.